Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Customer stated that the insulin pump alarmed no delivery. Hospital treated with saline drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.